Event description:
It was reported that during surgery, it was observed that the reamer was dull. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: mechanical (g04) - drill. Visual examination of the returned product identified that the reamer has damage to the cutting edges. The zimmer hudson end has some damage along with galling on the shaft of the reamer. The reamer sleeve and retaining clip yellow ppsu is conforming to the print. The approximate field age of the instrument is 8 years old. Dimensional analysis where measured was conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.